Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was 265 mg/dl. A correction bolus was delivered to address bg level. Customer continued to use pump for insulin therapy.